Event description:
N/a

Manufacturer narrative:
A recent review of information received for this complaint indicated that the reported issue would not affect functionality or prevent the end user from providing therapy. Therefore, the reported event does not pose patient harm or injury should the issue recur. In this light, the complaint will be retained within our system; however, please cancel in your system as this event is not reportable.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. The fse resolved the issue by replacing the hinges and associated parts. The fse then performed calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if additional information is provided and upon completion of our investigation. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had broken user interface hinges. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.